Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: post procedural myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via study that the pt presented with myocardial infarction (mi) and cardiac enzymes level increase. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that mi, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting. Mi and cardiac enzyme elevation is listed in the risk assessment matrix as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many factors, including from a normal percutaneous coronary intervention procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.